Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the high thresholds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician had noted a gradual rise in the right ventricular (rv) lead thresholds and impedance. Three months later, the thresholds on the lead had plateaued; however, the impedance continues to rise. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead impedance and thresholds continued to rise and the thresholds were now high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.